Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the company representative that there was noise on the programmer/analyzer electrocardiogram (ECG) during a case. The caller did change out the cables and analyzer, but the noise was still visible. As the programmer was plugged into an outlet strip, technical support (ts) noted that at times the grounds on outlet strips are poor, which would cause noise on the ecgs. The company representative will try connecting the programmer to the wall outlet to see if that changes the noise condition. The programmer remains in use. Follow-up verified that there were no patient complications reported as a result of event.